Event description:
It was reported that the procedure was performed to treat the target lesion in the left anterior descending (lad) artery. The nc trek dilatation catheter was advanced to the target lesion via the right radial approach. The nc trek was inflated twice to nominal pressure and deflated without issue. The nc trek was removed; however, resistance was noted. The device felt like it got "hung up", but was able to be removed. It was noted that the balloon portion of the device separated, but remained on the guide wire and in the guide catheter. The devices were removed as a single unit and no portion of the separated device remained in the patient anatomy. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The previous report was submitted on 9/23/22 and failed ack 3. This report is being resubmitted at the request of the cesub help desk due to an infrastructure issue at FDA. Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.